Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis manifested as cloudy effluent and abdominal pain. Treatment information was not reported. At the time of this report, the patient was reported to be recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.